Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis, but the reported failure (m-11/c-30 activation errors) could not be reproduced on erbe connected to surgeon side console (ssc). The unit energized and cauterized and all ports recognized instruments on ssc. Visual inspection found the unit with no significant scratches or dents. The front bezel was in decent condition. Logs confirmed the reported errors occurring in the field on 12-nov-2024.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecologic surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that error m-11 and c-30 occurred on vio dv integrated electrosurgical unit (iesu). Site power cycled the iesu twice, but the issue was not resolved. The tse had the csr perform hard power cycle on the system, but the issue persisted. The customer used another vision side cart (vsc) to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electro surgical unit (iesu) to correct the issue. System tested and verified ready for use. Isi has not received the iesu involved with this complaint to perform failure analysis as of the date of this report.